Manufacturer narrative:
H10: the device was not received for evaluation however photos were provided. The visual inspection of the provided video showed the product during priming and a leak inside the header area was observed. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.